Event description:
It was reported to philips that the (B)(6) crew stated that while at hospital they attempted to deliver a shock to their cardiac arrest patient and received an error message on the mrx that read "poor pad contact. The paramedic advises that she attempted to confirm proper pad placement but subsequently received the same error message after another attempt at delivering a shock. There was no reported adverse patient impact.